Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod for an unspecified duration. The patient reported that they were unsure if they were wearing a pod at the time of hospitalization or if it was removed at the hospital. Symptoms reported include difficulty remembering the events of the hospitalization, that the events were very blurry and happened very quickly for them. The patient reported that they couldn¿t exactly recall treatment or diagnoses that they received at the hospital, except for blood glucose tests and injections. The patient was released on (B)(6) 2026.